Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the threshold suspend was triggered three times when her blood glucose was normal. Customer reported the insulin pump had missed bolus multiple times, customer was unable to deliver bolus by pressing the buttons. Customer's blood glucose was 103 mg/dl, sensor glucose was 65 mg/dl. After troubleshooting, customer was advised that the sensors will be replaced, customer agreed to return the device for analysis.